Event description:
It was reported that during a pci procedure the maverick2 monorail balloon ruptured. The physician was pre-dilating a calcified, 90% stenotic lesion in the mid left anterior descending (lad) artery. The balloon ruptured at 7 atm during the first inflation. The physician removed the device without incident. Following removal of the maverick 2 monorail balloon, ivus was performed, the lesion was dilated with a quantum maverick 15mm x 2.25mm balloon and a stent was placed. There were no pt complications reported. The pt's status is reported as "good."